Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained: 1. How was the surgeons finger treated? Used povidone-iodine to treat the wound. 2. How is the surgeons finger now? Fine. No consequence. 3. Will the product be returned for evaluation? No, the defected item was discarded by customer.

Manufacturer narrative:
There was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture shows an ampoule with dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The picture reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection of the picture shows that all the components of the applicator are present. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The information for use states ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the surgeons finger treated? How is the surgeons finger now? Will the product be returned for evaluation? If yes, please provide product return date.

Event description:
It was reported that a patent underwent a colostomy procedure on (B)(6) 2018 and topical skin adhesive was used. When the doctor squeezed the ampoule, the internal ampoule inserted through the outer tube and the surgeon's fingers got cut by the glass shards. There was no medical or surgical intervention performed. There was no adverse patient outcome. Additional information has been requested.